Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the o ring has been dislodged and fixed due to the breakage of the light guide plug, making it impossible to insert it. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the device evaluation, it was observed, that there was an o-ring stuck in the light guide. Due to this blockage; the light guide could not be inserted in all the way. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when the light post is placed into the light source of the visera elite ii video system center. There is an o-ring blocking it, and cannot be put into the light post all the way. The reported issue occurred, during a diagnostic rigid sinus endoscopy. There was no patient/user harm or injury reported due to the event.